Event description:
The customer contacted beckman coulter inc, (bci) in regards to erroneously elevated accutni (troponin I) results in the risk stratification range for ten patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial erroneously elevated results were reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results. A cardiologist was called for evaluation of the patients. No further information is available relating to any further treatment or care. It is therefore unknown if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Field service engineer (fse) was on-site (B)(4) 2008 investigating the event. The fse inspected the instrument and found the substrate bottle on the system was contaminated. The fse loaded a new substrate bottle and performed a high sensitivity lumwash and precision testing passed within specifications. Substrate contamination is the root cause for this event. This is eight of ten separate MDR reports related to ten patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02100, 2122870-2011-02101, 2122870-2011-02102, 2122870-2011-02103, 2122870-2011-02104, 2122870-2011-02105, 2122870-2011-02106, 2122870-2011-02108, 2122870-2011-02109 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.